Manufacturer narrative:
Concomitant medical products: 5071 lead implanted: (B)(6) 2006; 5076-45 lead implanted: (B)(6) 2006; 6476 lead implanted: (B)(6) 2006; 6996sq58 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a staphylococcus infection and had their cardiac resynchronization therapy defibrillator (crt-d) system explanted. It was also noted that the patient had a persistent left superior vena cava (svc). No further patient complications have been reported as a result of this event.